Event description:
It was reported to baxter japan that the patient adaptor was not connected with the ti-adaptor well, when the customer changed transfer set. There was no patient injury or medical intervention. There was patient involvement.

Manufacturer narrative:
(B)(4). Per the customer the sample was not available and the lot number was unknown, therefore no evaluation or batch review could be performed.